Event description:
On (B)(6) 2014, it was reported that while troubleshooting communication problems between the patient's infusion device and blood glucose monitor, the patient found a record of a bolus of 1.4 units of insulin in her infusion device that she says she did not program. The patient reported that the device had been consuming batteries more quickly than usual. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).